Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of livanova heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in singapore. This medwatch report is being filed on behalf of livanova (B)(4). The facility has requested return of the device to livanova (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that mycobacterium chimaera was cultured from water samples taken from the heater-cooler system 3t during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) received the lab test report confirming the presence of mycobacterium chimaera. The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed successfully on (B)(6) 2017 and the unit was returned to the customer. Corrective actions are in progress for this issue.